Event description:
It was reported that the shock impedance measurements were high and out of range when it comes to this device and right ventricular (rv) lead. Technical services (ts) discussed possible calcification with the lead and risk if values during testing are greater than 145 ohms, as therapy may be ineffective due to a monophasic waveform. Ts also noted performing a possible max energy shock test and noted that another alert will not appear until the device is interrogated and the alert is reset. In addition, ts discussed adjusting the max values for the shock measurements to 150 ohms vs 125 ohms. The health care professional (hcp) will discuss options with the physician. The device and rv lead remain implanted. No adverse patient effects were reported.